Event description:
Reporter indicated that during initial implant surgery on (B)(6) 2012 the lead "broke" and the surgeon replaced the lead with another lead. It was reported that the lead break occurred near the electrode portion of the lead. The entire lead was returned to device manufacturer for analysis. The reported lead break was not verified within the returned lead. The absence of setscrew marks indicates that the lead connector pin was not secured by the setscrew and thus no proper contact between the connector pin and the negative terminal on the pulse generator was present. The lead electrodes were found to be damaged and the most likely cause was manipulation of the lead during the attempted implant procedure. No other anomalies were identified with the lead.